Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and low blood glucose event. The customer¿s reported that she had a low blood glucose of 45 mg/dl and treated with food. Customer was 205 mg/dl at the time of call. Customer stated that she went to bed with a normal blood glucose reading and woke with low reading. The drive support cap was normal. Customer reported that during the insulin was squirting out in the beginning of the fill tubing process. Customer also reported that the insulin pump had a keypad anomaly and the buttons were hard to press. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had high blood glucose reading of 269 mg/dl the morning prior to call and treated with insulin pump. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened(escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify under delivery anomaly due to buttons not responding. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address number label, cracked belt clip slot and cracked case reservoir tube window corner.